Manufacturer narrative:
One cadd legacy 1 pump was received with no physical damage found on it. The event log was reviewed and no issue regarding inaccurate delivery was found. An accuracy test was conducted and the reported "failed accuracy" issue was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -11.20% during testing. There was no patient involvement.